Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken was undertaken on (B)(6) 2022 where in the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.